Manufacturer narrative:
Device evaluation: g4, g7, h2, h6 and h10. Result of investigation:as per the investigation conducted by vyaire there were no visible defects, damage or contamination on the device. The reported complaint was confirmed through the events log and duplicated during functional check. It was revealed that pt802 has failed.

Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. At this time, the suspect device has not been returned for evaluation. Therefore, no root cause could be determine yet.

Event description:
The customer reported that the vela displays transducer errors and unable to do zero calibration on exhalation flow transducer. There is no patient involvement associated with this event.